Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that the up and down arrow buttons are unresponsive.